Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a 2nd met transverse plane repair procedure the ar-1530p-cp forefoot ib implant system was being used. After inserting the 3x8mm tenodesis screw into the patient's metatarsal, the inserter from the driver handle broke off and was stuck inside the screw cannulation, which was in the patient. Instruments were used to attempt to retrieve the screw, but did not work. The rep reported further attempts would compromise the repair and patients metatarsal, so the piece was left in the patient. The account has the broken driver in their possession. Additional information received on 02/06/2020: the rep reported the surgery was a primary procedure. The bone quality was medium. No unplanned incisions were necessary as there was adequate exposure in the area where the issue occurred. X-rays were taken and confirmed the broken piece remained in the screw cannulation. The rep stated they would need to obtain approval from the facility in order to send de-identified copies of the x-rays. The facility took the two drivers from the kit and confiscated for their own reporting. The rep provided a picture of the two drivers.